Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 150 mcg/day; lot number was unable to be obtained) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractably spasticity. The patient¿s medical history included spasticity as a result of hereditary spastic paraparesis, hypertension, neuropathy, and bladder urgency. The patient¿s concomitant medications included potassium chloride, atorvastatin, furosemide, baclofen, zolpidem, vesicare, oxybutynin, amlodipine-benazepril, aspirin, acetaminophen, bisacodyl, docusate sodium, and sennosides. On (B)(6) 2016, it was reported that the patient had return of symptoms/loss of therapy. After troubleshooting via a CT scan, it was determined that the catheter was out of the spine and tangled up in the pump pocket with a flipped pump. The pump and catheter were replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿ additional information was received from an hcp on (B)(6) 2016 and it was reported that the cause for pump flipping was not known and unable to be determined. Pump interrogation on (B)(6) 2016 indicated the pump dose was 100.1 mcg/day.

Manufacturer narrative:
Analysis of the catheter, model# 8731 , serial# (B)(4), found no significant anomalies. The catheter was deformed in shape an-or abrasion. The issue did not effect infusion. Foreign material was also seen on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.